Manufacturer narrative:
Device evaluation: a mz1000 china product was not available for investigation of pr (B)(4); however, the customer confirmed that the complaint sample was from lot 25025396. The feedback provided by the customer states that, "damage was discovered at the connector's spiral joint, causing fluid leakage." No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 25025396 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 china product in the past 12 months.

Event description:
It was reported that the bd maxzero needleless connector was damaged. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2025, the patient underwent artificial heart surgery and required postoperative monitoring, including monitoring of blood pressure, heart rate, and hemodynamics. Administering pressor and cardiotonic medications was also necessary. While using a transparent needleless connector for infusion, damage was discovered at the helix of the connector, causing leakage. The nurse promptly discovered the problem and replaced it with a new one. No adverse effects were reported to the patient.